Manufacturer narrative:
The subject device was returned to omsc for evaluation. However, the investigation is in progress at this time. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that during an upper gastrointestinal endoscopy with the subject device at the user facility, it was found that foreign object like a thread came out from the air/water nozzle of the subject device and the foreign object was displayed on the endoscopic image of the subject device. After the procedure, the foreign object was flushed and removed, but something like a shadow was displayed on the endoscopic image. The device had been manually reprocessed. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc checked the subject device and confirmed that there was the reported foreign object from the air/water nozzle, and also found that as the result of a component analysis, the component of the reported foreign object was cellulose. In addition, it was found that there was no abnormality in the air/water nozzle, omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. As a result of the investigation, there was the possibility the reported foreign object was cellulosic fiber such as a gauze fiber, because cellulose might be not used in endoscopes. If additional information is received, this report will be supplemented.